Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the artery. A 2.00mm x 15mm nc emerge was advanced for dilatation. However, during initial inflation the balloon ruptured. The procedure was completed with another same device. No patient complications nor injuries were reported.